Event description:
It was reported that the patient had an allergic reaction and a rash appeared at the implant site two days after surgery. The patient worked at a doctor¿s office and they took a look at the rash initially, putting her on steroids. The rash went away, but as soon as she came off the steroids the rash came back. She went to her managing doctor, who tried antibiotics, but that did not change anything. The rash was still there at the time of the report and the doctor was having the patient give it another week. They were trying to figure out if she was allergic to the implant materials. The patient outcome was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # va0lq81, implanted: (B)(6) 2014, product type lead. (B)(4).